Event description:
Md noted two holes in hemashield patch after insertion. Holes were in the middle of the patch where no needle or suture had been placed. The holes were closed with 7- 0 prolene. MFR contacted and others with same lot # were returned.